Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was reported to have a blood back event. There was no patient harm reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and did not observe blood present in the safety disk or anywhere in the unit. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).